Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not run when the cap was removed from the line. This was before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: june 16, 2015- june 18, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.